Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding a charge and had to be held a certain way to charge. There was no reported impact to the customer's blood glucose level. Customer declined follow up so no additional information could be obtained.